Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue 'error 345' was reproduced. A review of the event history log revealed multiple occurrences of system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream thermistor out of range. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity) upon device power up in the surgery department. There was no patient involvement. No additional information is available.